Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing detached event on (B)(6) 2024. Tubing was detached from hub. Infusion set was used for two days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.